Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of a minicap transfer set and the patient line of a homechoice cassette. This occurred during a filling step of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services assisted the patient to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.